Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue that there is no power. The unit passes all functional tests. However, confirmed that a battery spring is badly bent. Also, the aqualert label shows evidence of moisture exposure. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply and there is no visible damage to the outside of the alarm. The user included a note: "battery connector bent" with the returned product. The date when the issue was discovered is unk. No pt incident or injury was reported.